Manufacturer narrative:
The insulin pump passed all functional tests. No cosmetic damage noted.

Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose level was 410 mg/dl. Customer has been treating all day with the pump, so they called their doctor. Customer stated that they are unable to exit the preparing to prime loop. Customer was advised to hold down the act button until they receive a 2nd series of beeps. Customer did not receive 2nd series of beeps. Customer stated that she tried to prime the tubing again and it worked. Customer spoke with her doctor and her doctor wants her to discontinue using the pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.